Manufacturer narrative:
The pump received with constant radio frequency pic failed self-test alarm and unable to communicate to test minilink and the glucose sensor simulator to verify lost sensor alarm due to a faulty y1 on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to radio frequency pic failed self-test alarm. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer sates they received radio frequency pic failed self-test. The customer's blood glucose level at the time of incident was 162mg/dl. The customer states they had lost sensor alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.